Manufacturer narrative:
Additional MFR narrative: follow-up will be performed to gather additional information.

Event description:
According to the received information, a patient was injected with 0.5 ml of rha 2 to the lips on (B)(6) 2022. Later in the evening the same day, the patient reported a delayed reaction of intense and huge swelling in the lips. As treatment, the patient was prescribed steroids and antihistamines (benadryl), and was scheduled for a follow-up appointment with the injector on (B)(6) 2022. No additional information was available at the time of this report. Due to the severity of the symptoms, an immuno-related swelling, such as angiodema is suspected. Therefore this case was assessed reportable.

Event description:
According to the received information, a patient was injected with 0.5 ml of rha 2 to the lips on (B)(6) 2022. Later in the evening the same day, the patient reported a delayed reaction of intense and huge swelling in the lips. As treatment, the patient was prescribed steroids and antihistamines (benadryl), and was scheduled for a follow-up appointment with the injector on (B)(6) 2022. Due to the severity of the symptoms, an immuno-related swelling, such as angiodema is suspected. Therefore this case was assessed reportable. Despite several attempts, no additional information could be retrieved. Therefore complaint was closed as is.

Manufacturer narrative:
Additional MFR narrative: localized allergic reactions that manifest within minutes to hours as oedema are well-known and documented reactions in hyaluronic acid injections. This may occur after initial or repeated exposure and results in the edema, erythema, pain and itching characteristic of an allergic response. Reactions can be severe and long-lasting (several weeks) with whether localized or generalized edema. With medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teosyal products.

Manufacturer narrative:
Additional MFR narrative: localized allergic reactions that manifest within minutes to hours as oedema are well-known and documented reactions in hyaluronic acid injections. This may occur after initial or repeated exposure and results in the edema, erythema, pain and itching characteristic of an allergic response. Reactions can be severe and long-lasting (several weeks) with whether localized or generalized edema. With medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teosyal products.

Event description:
According to the received information, a patient was injected with 0.5 ml of rha 2 to the lips on (B)(6) 2022. Later in the evening the same day, the patient reported a delayed reaction of intense and huge swelling in the lips. As treatment, the patient was prescribed steroids and antihistamines (benadryl), and was scheduled for a follow-up appointment with the injector on (B)(6) 2022. Due to the severity of the symptoms, an immuno-related swelling, such as angiodema is suspected. Therefore this case was assessed reportable. Despite several attempts, no additional information could be retrieved. Therefore complaint was closed as is.